Manufacturer narrative:
Medtronic reference #: (B)(4). Date of initial report: 01/20/2017. Date of follow-up report: 02/09/2017. One used ls1500 was received for evaluation. Visual inspection found that the knife blade had a broken edge, indicating mechanical damage. The broken edge was missing. The reported condition was confirmed. Visual inspection showed mechanical damage on the knife blade edge. The knife edge was broken and missing. The device failed the cut test. There was no evidence of the knife contacting the seal plate. The observed mechanical damage on the knife is indicative of the knife contacting a hard object, such as a surgical staple. The investigation identified the root cause of the reported event to be the user clamping on a hard object, such as a staple. The IFU warns, do not engage the cutting mechanism over clips, staples, or other metal objects as damage to the cutter may occur. No trend has been identified. No corrective action is required, because no trend has been identified. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were found.

Manufacturer narrative:
Covidien reference # : (B)(4). The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the ligasure sealed properly but did not cut as the cutting the knife was blocked. The customer unpacked a new device to continue the case. Upon receipt for investigation the returned device had a piece of the knife blade missing. The customer has reported that no piece of the device fell within the patient.